Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician stated the right atrial (ra) lead and right ventricular (rv) lead were not functioning well. Both leads were capped and replaced and the ra lead was subsequently explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician stated the leads were not functioning well. The leads were explanted and replaced. No patient complications have been reported as a result of this event.